Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 180 mg/dl, 100 mg/dl (system 1), and 96 mg/dl (system 2). The same vial of strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.